Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow up this pacemaker had an estimated longevity of 9 months with a magnet rate of 90 which is equivalent to elective replacement near (ern). Two days later the estimated longevity was 5 months. One year ago the estimated longevity was 7.5 years. There have been no changes to programming or therapy usage that would account for the drop-in longevity. Premature battery depletion is suspected. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The patient has reported that the device has felt warm at times.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified no device irregularities. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. The device case was opened to facilitate analysis of the internal components. Detailed analysis confirmed the identified high current drain was a result of a leaky capacitor. This resulted in the observed premature battery depletion.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
New information received indicates that this device was explanted and returned for analysis.